Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, (B)(4) and (B)(4), model description: phase iii lead extension - 25 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing a sharp shooting pain at the top of the skull. The physician prescribed the patient a muscle relaxer. The physician believes that the patient was tense from healing at the implant site.